Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of the device. The reported event 8 is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 4 operation: 4.3 using endoscopic therapy accessories. The reported event 10 is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions gastrointestinal videoscope olympus gif-ez1500 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burn on the camera cover and damage to the charged coupled device unit had damage casing uneven brightness when halation occurred. There was no patient involvement.